Event description:
It was reported that the patient presented for an explant procedure of an abandoned lead. During the procedure, it was noted that the abandoned right ventricular (rv) lead, active rv lead and right atrial lead were intertwined and had to be explanted. The active rv lead was stuck in the header of the pacemaker due to the presence of fluid in the port and could not be removed. All the leads and the pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event indicated atrial lead was "intertwined with rv lead and had to be explanted" as received only the distal portion of the lead was returned in two pieces. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find indication of conductor fractures. Internal shorting was due to procedural damage to the insulation.

Manufacturer narrative:
Correction: section h6 - investigation conclusion should have been "no problem detected" rather than " cause not established".